Event description:
It was reported that toxic anterior segment syndrome (tass) had developed in a patient in his 50s in whom a multi-focal intra-ocular lens (iol) had been implanted. The patient had suffered trauma to his eye in his 20s, and the anterior chamber had got cloudy before surgery. The reporting physician recommended using mono-focal iol, but the patient strongly requested multi-focal iol. Therefore, a synergy model lens was implanted. The reporting physician had conducted several procedures in a day, and he was the last patient in the day. On postoperative day 6, tass was diagnosed in the patient because a lot of fibrin had developed even though there had been no cell. Steroids were administered and the inflammatory subsided. Fibrin had existed in the anterior chamber in membrane. But the patient had had no trouble with daily life because the other eye had good vision without cataract, and visual acuity of distant vision was 0.6. The cause of tass at this time is unknown. But it could be considered that the sterilization method might have something wrong because ctr (capsular tension ring) had been used as a routine method for use of multi-focal iol. It could also be possible that during the implantation, ccc (continuous curvilinear capsulorhexis) slightly flowed to the direction of 9 o¿clock to make the posterior capsule weaken. Therefore, to avoid rupturing the posterior capsule, the duration of washing ia (irrigation aspiration) was shortened and left residual material in the eye, although the backside of the iol should be thoroughly washed at the time of ia under ordinary circumstances. The reporting physician said that it was not a complaint against the iol. There was no returning product because the product remains implanted. No further details were provided.

Manufacturer narrative:
Section a2 - age/date of birth: the exact date of birth is unknown, patient is in his 50s. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: 055-262-8088 section h3 - other (81): the intraocular lens (iol) was not returned for evaluation, because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Section h6 -health effect - clinical code: 4581: eye anatomy issue : pre-existing disease attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.